Event description:
In 2008, the patient reported she is in the hospital and can not get her blood glucose levels to come down. She stated she entered the hosp two days prior, with a viral infection and then she went into ketoacidosis. She said she has been wearing her insulin infusion device in addition to receiving an insulin drip. The patient said she programmed a new basal rate. She stated her most recent blood glucose reading was 475 mg/dl mg/dl. During troubleshooting, the pt discovered the infusion set tubing was not properly connected to the cartridge at the luer lock connection. She corrected this and bloused into the air without error. She said the last time she changed her tubing was three days prior to original date. The pt also noticed the display of her infusion device showed her current hourly basal rate was 0.0 units. The pt changed this to her correct basal rate for that hour and confirmed all other hrs were properly programmed. The pt called back the same day and stated her dr believes her infusion device may have contributed to her illness because "the ketoacidosis kicked in quicker than normal." She said she was taken off her device and given an IV with insulin, and her blood glucose reading have gone from 465 mg/dl to 285 mg/dl. Product was replaced and requested to be returned for eval.